Event description:
Hygienist was doing a full mouth series of x-rays on a pt. While positioning the tube head, the arm snapped and hit the hygienist on the head. The hygienist, per the dentist, had a droopy face and was instructed to see the physician. The hygienist was diagnosed by the physician as having a concussion and advised bedrest. The hygienist reported to work on 07/2003.